Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s international service technician confirmed the reported issue. There was contact failure in the green and orange power led. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event. The event date was not specified, estimate used.